Event description:
No further event information is available at the time of this report

Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that all 7 screws fractured by the body. Zimvie received one (1) ilpc343u, (certain low profile one-piece abutment 3.4mm(d) x 3mm(h)) for evaluation. Visual evaluation was performed, abutment received with a fractured screw inside top. This complaint refers to the specific device ilpc343u. DHR review was completed for the subject lot number 2022110579. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022110579 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were missing or confusing instructions for use and clinician incorrectly engages abutment screw into implant therefore, based on the available information, a device malfunction did occur. The a fracture at the threads of the screw. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that all 7 screws fractured by the body. The doctor does not report the affected dental positions.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1 patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D10: associated devices: ilpac3217 2021060368. 2x ilpc31u 2022110579. 4x lpctsh 2022090661.